Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-03211. Medical product: unknown long uncemented stem. Report source - (B)(6). No product was returned or picture provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to aseptic loosening. An interim report was received that reported a study from institute for locomotion, marseille, france that looked at three modes of fixation in revision total knee arthroplastys. The purpose of the study was to compare tmt cones with short cemented stems, cones with long uncemented stems and long uncemented stems without cones. The study reviewed two hundred and two patients. Average age was 69.1 years, 66.5 years and 67.8 years for the three groups respectively. The study population consisted of one hundred and one females and one hundred and one males. All patients had a minimum follow-up of five years with a maximum of twelve years. The study reported eleven revisions in the no cones with long uncemented stem group; of which, three were noted for aseptic loosening.